Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic with pre-syncope. Post-paced t-wave oversensing was seen on the ventricular lead. Oversensing was noted on a real-time egm. Programming changes were made. Dft and further actions will be discussed with the physician.